Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the right ventricular lead high high thresholds and impedance. Reprogramming was performed. The lead was capped and replaced the next day. No patient complications have been reported as a result of this event.